Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level of 720 mg/dl and a high ketone level. The customer delivered a bolus in an attempt to resolve the issue. Bg was treated at the ER via intravenous insulin and saline. The customer was released from the ER 17 hours later with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. System check with tandem technical support confirmed the pump was functioning as intended. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. H3 other text : device not returned.